Event description:
It was reported that the ICD was explanted and replaced due to increased high voltage lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported increased high voltage lead impedance was confirmed in the laboratory. The cause of the anomaly was due to an anomalous component connection withing the hybrid circuitry.